Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that the device might have been pressed in his pocket. Blood glucose value was 433 mg/dl; treated with manual injections. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The functional testing could not be performed due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.